Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve occlusion. The valve was implanted as a lumbar peritoneal shunt. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The saline flowed when applied through the syringe and priming adapter at the beginning of the procedure. When the connection between the connector and the lumbar catheter was disconnected, cerebrospinal fluid flowed vigorously. During the procedure, it was found that flow patency from the peritoneal catheter could not be confirmed after the valve and lumbar catheter placement. After placing the valve, it did not flow although the reservoir was pushed over 20 times. The physician judged occlusion inside the valve, therefore, it was changed to a new one. There was a 30-minute surgical delay.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The valve was returned for evaluation: device history record (DHR) - product code ns9008 with lot 3977410, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; it was noted that the valve casing has flipped over in the silicone housing. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve was tested for programming the valve was turned upside down and passed the test, with the valve in the correct position the setting were in the wrong position but the valve programmed. The valve was reflux tested and the valve failed the test, this is due to the position of the valve casing inside the silicone housing. Due to the position of the valve casing in the silicone housing the valve was not pressure tested. The valve passed the test for occlusion and leaks. The root cause for the flipped valve casing noted during the investigation, is due to atypical force when flushing the valve, this has caused the silicone to expand, hence giving room for the valve casing to flip over. The possible root cause for the occlusion issue reported by the customer could be due misalignment of valve/siphon guard obstructs fluid pathway, at the time of the investigation no occlusion issues were noted.